Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and identified a disconnected sample tubing from the bottom of the flow cell. The fse replaced the tubing to resolve the leak and the no differential result issue. The fse verified the repair as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported a leak of approximately half a cup from the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument and a small amount of fluid leaked onto the counter. The customer stated that the leak was noticed while troubleshooting an issue with no differentials being generated. The operator was wearing personal protective equipment consisting of gloves, a laboratory coat, and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.